Event description:
A 3.0mm diameter x 24mm length ave gfx stent was inserted & placed across the target lesion site in a coronary artery. During inflation of the stent delivery balloon, the balloon ruptured. After deployment of the stent, it was noted that there was a perforation of the vessel, & the pt was sent to surgery. The inflation device used for deployment of the stent was broken & did not reflect the inflation pressure that was applied to the stent delivery system balloon. Therefore, it is not known if the stent delivery balloon was inflated beyond rated burst pressure. There was no additional clinical sequalae reported relative to the event, & there is no further info available from the user facility.